Manufacturer narrative:
(B)(4). Concomitant medical products - unknown biomet microfixation lactosorb screws catalog #: ni, lot #: ni. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a revision occurred due to the patient contracting an infectious disease. Approximately four months ago, the surgeon detected the patient had (B)(6), streptococcus intermedius and peptostreptococcus micros. The patient was treated with antibiotics but was revised approximately three weeks ago due to insufficient recovery. Cultures have been taken but the results have not been obtained yet. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Because it was reported that a revision surgery occurred, the complaint is confirmed. The DHR for the plate was reviewed, no non-conformances were found. For this part (915-2427) and the previous one year (from the notification date), there is a complaint rate of 0.213% regarding an infection which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint cannot be determined, however, it was reported that it was believed the lactosorb product did notcause/contribute to the infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.